Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a sensor error during the first two hours of wearing sensor. Customer was advised that sometimes it requires more time. Customer reported to have blood glucose of 50 mg/dl and was not sure why. Customer will contact healthcare professional regarding low blood glucose as basal rates may need to be adjusted. Customer was advised to monitor insulin pump.